Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal were intact. Battery door was observed to be cracked. Occlusion test was not able to duplicate the allegation. The root cause of the reported issue was not found due to not being able to duplicate the problem. Actions were taken to mitigate the reported issue: replace speaker as precaution, replaced cracked battery door, and recalibrated and tested per procedure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A corrective and preventative action has been opened to address the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was presenting with primary audible alarm background test. No patient injury was reported.